Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid-19, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the jw1 and c1 with 1 syringe of juvéderm® voluma¿ with lidocaine and in the jw4 and c2 with 2 syringes of juvéderm® volux¿. Forty-five days later, the patient had non-device related¿covid-19¿ and non serious events of ¿swollen and palpable (hardened)¿ a few days later with ¿2 episodes of persistent intermittent transient edema.¿ this is the same event and the same patient reported under emdr-01588 (allergan complaint # cn-006197). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.